Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implant was "unsuccessful." No re-implant was attempted. The patient was a participant in the adapt response study, but since no product could be implanted, the patient was exited from study participation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the unsuccessful implant was of a left ventricular lead. There was no product performance issue, rather the procedure was taking too long and the "patient became impatient."